Event description:
On (B)(4) 2010 (B)(6), an employee of (B)(6) contacted medivator's technical service engineer. The employee from the facility reported she discovered a scope technician was reprocessing the scopes and ignoring the lcg fail alarm. She also requested an in-service for their scope technicians.

Manufacturer narrative:
The o.r. Director for (B)(6), (B)(6) spoke with medivator's clinical specialist, (B)(4) and reported that the technician for the facility added 41/2 gallons instead of 4 gallons. The alarm went off; they drained the rapicide, took the scope out and hung it up to dry. The scopes were not rinsed free of rapicide and they are not sure how long the scopes were in the disinfectant before being removed. This happened on (B)(6) 2010 and again on (B)(6) 2010. A total of five patients were involved. The facility informed all five patients of the incident. No reports of chemical colitis or adverse effects as of (B)(6) 2010. Medivators is scheduled to perform an in-service on (B)(4) 2010. Machine functioned as intended.